Event description:
It was reported that the device failed to turn on ac or battery source. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified that it would not operate on ac and battery power. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the root cause of malfunction to be a damaged pcb trace due to overcurrent flow, there was an electrical open between capacitors c25 and c4.